Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device would not provide defibrillation shock to the patient when attempted. The customer advised that a back-up device and electrodes were available and used, however the issue remained the same. Later, the electrodes were placed front to back and they were able to defibrillate the patient successfully. There were no reports of adverse effects to the patient as a result of the reported event.